Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: (B)(6) 2006, implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (2,000 mcg/ml, unknown dose) via an implantable pump for an unknown indication for use. On (B)(6) 2018, the patient went in for a routine pump replacement and the catheter would not aspirate. The catheter was found to be completely fractured at the spinal segment. The pump and the pump segment of the catheter were replaced and everything functioned normally. The spinal segment remained in use. There were no reported patient symptoms. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. There were no reported diagnostics or troubleshooting performed. There were no reported interventions or actions taken to resolve the issue. The issue was reported as resolved at the time of this report. The patient's status was alive - no injury. On (B)(6) 2018, additional information was received from a manufacturer representative (rep). Additional information indicated the catheter was re-tunneled to the new pump. The patient did not experience any symptoms.